Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 29 mg/dl. The cause of the low bg was unknown. The customer went to the emergency room (ER) on (B)(6) 2023 for most of the day. The customer received an IV and fluids of saline to resolve their low bg. The customer was released from the ER on (B)(6) 2023 with no permanent damage. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.